Manufacturer narrative:
(B)(4). Due to customer denial of the cost of repair estimate, no repairs were made to this pump and it was returned un-repaired to the customer. Additional information: baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The reported condition was confirmed. The root cause was not identified. No further testing has been completed at this time, and no repairs have been performed as the referenced device has been removed from service. A follow-up report will be filed if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with a broken display. It is unknown when this condition occurred in the ICU. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. The current user interface module software version is unknown at this time. No additional information is available.